Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing detached from the self-adhesive patch and the cannula detached from the housing. The patient noticed the resulting leakage when the blood glucose levels were already around 300 mg/dl and ketones were high. The patient called the ambulance and he was admitted to the hospital where he received insulin as treatment. The patient was supposed to be released on (B)(6) 2025.